Event description:
It was reported that the patient had stimulation in the wrong location and wasn't feeling stimulation where she needed it. The device was reportedly not working. The patient had a replacement due to this issue done in (B)(6) 2014 to a non-company device. Additional information regarding the replacement was requested from the physician who did the procedure. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377645, lot# v002897, implanted: 2006 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 377645, lot# v002897, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).